Manufacturer narrative:
(B)(4). The customer returned a used introducer needle and a non-arrow syringe for evaluation. Visual examination revealed the needle to be cracked in several places. A device history record review was performed and no relevant findings were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple small cracks. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that plastic hub of the puncture needle is leaky. A new needle was used successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that plastic hub of the puncture needle is leaky. A new needle was used successfully.